Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported that the patient said they told them to do something, but they didn't. The rep reported they did not tell the patient to or that they could recharge their cell phone off of their neurostimulator device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient wanted to know if there was a better incontinent device. The patient stated she talked to her manufacture representative (rep) at the healthcare professional¿s (hcp) office. It was noted people were using it to charge their cell phone. The patient noted her device was supposed to last two years and it only lasted one year. The patient stated people were getting their cell phone charged on her device. The patient stated she heard someone out her bedroom window if they couldn't get any money out of her they were going to get their cell phone charged on her device. The patient stated she did not know if they were doing it remotely. The patient stated right after they said that she had electronic pulses like small shocks. The patient noted she talked to the rep at least two years ago and he said he had heard of people charging their cell phones off the ins batteries. The patient noted she had to adjust the programs frequently. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the device never worked for her and she always had to 'boost up the computer' (increase stim). She stated a rep tested it and 'it was not even working, the battery was no good'. Patient stated the battery only lasted a year. Patient stated hcp suggested another stimulator or botox. Patient stated she is on medication myrbetriq and that is she fine during the day but has extreme incontinence at night. Patient asked if she should get a new ins and was redirected to hcp.